Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 5 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier (mechanical separator failure), were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, poor barrier (mechanical separator failure), because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. The tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier (mechanical separator failure). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that tube pms plh 13x75 3.0 slbl lim ce had poor barrier separation of the sample. The following information was provided by the initial reporter: "mechanical separator did't move during centrifugation. 1800g and 10min."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube pms plh 13x75 3.0 slbl lim ce had poor barrier separation of the sample. The following information was provided by the initial reporter: "mechanical separator did't move during centrifugation. 1800g and 10min."